Event description:
Primary stability not achieved, implant was completely covered with bone, no thread tap used, smoker, periodontal disease, sinus perforation, inadequate bone quality/quantity, peri-implantitis, infection, swelling, fistula, abscess, mobility.